Event description:
The facility sent a pump in for service with paperwork attached stating failure 810:04. It was not known if this occurred while infusing on a patient. The hospital representative stated that no patient injury or medical intervention was involved with this pump since the last baxter service event. Although information was requested regarding the pump's programming, medication involved and additional contacts, none was provided.